Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding an implant of 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, at the end of the inflation with 32ml and normal inflation technique, the balloon burst. The system was withdrawn through the esheath with no difficulties. No post-dilation was necessary. The patient did not suffer any injury due to the event, and was noted as to left the operating room well.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. The provided imagery was evaluated and revealed the following: cine clip confirmed balloon burst at full inflation. Post procedural picture showed radial and longitudinal burst. 3mensio showed that calcification was present in the native annulus and valve leaflets. The reported event was confirmed through the provided imagery . However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, calcification may have contributed to the balloon burst. Additionally, 3mensio demonstrated that calcification was present at the native annulus and valve leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.